Manufacturer narrative:
Additional information h3- device evaluation- lens returned in a micro-centrifuge vial with moisture. Visual inspection found optic torn and haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. ,but not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot.claim #: (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -09.00/+2.0/089 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced with a same model ,but different length (12.1mm) lens and the problem was resolved. Cause of the event was unknown. The lens was lost, and will not be returned for evaluation.